Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn.

Event description:
A surgeon at (B)(6) hospital in (B)(6), was attempting to remove a liss plate which he had implanted using a torque limiter. The surgeon was unable to remove one of the screws. After multiple attempts, the screw seemed to strip out and could not be removed. The surgeon used an ansbach drill to cut through the plate in order to remove it and during cutting sparks landed on the pt drape and were tamped out by the sterile nurse. This report is #1 of 2 for the same event.